Event description:
Na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 06/13/2013. The evaluation determined that the cause of this issue is the fact that statnotes configurations can be defined such that they include multiple items with the same ID. Within a single statnotes configuration definition, internal item ids are expected to be unique as per software requirements specification.

Event description:
On (B)(4) 2013, abbott point of care (apoc) became aware via the customer's 3rd party vendor representative that a potential problem may exist but no additional information was available at this time. On (B)(4) 2013 new information became available and abbott point of care was contacted by a customer who reported that the statnotes information was entered on the I-stat and when transmitted, the information displayed incorrectly in the aegis point of care (poc) data viewer. Whereas a value of 5 was entered for peak expiratory end pressure (peep) on the I-stat analyzer and the value 5 was displayed for inspiratory peak airway pressure (ipap) on the aegis poc data viewer. Peep was not displayed on the viewer. The customer is currently using I-stat data exchanger (de) version 2.2. The site reports that results from the aegis point of care (poc) data viewer are not yet used for patient testing and the aegis system is still in the test phase. This issue does not impact the I-stat system and involves only the transfer of ancillary information entered by the customer into the ¿stat notes¿ system, so that this information is recorded. There were no incorrect patient results generated by the I-stat and there are no patient injuries associated with the event. The assay test result calculation and display is not affected on the I-stat analyzer nor are these results impacted during data transfer and the I-stat can be used as intended. Preliminary investigation has revealed that the issue only occurs as a result of a very improbable scenario during statnotes definition with I-stat data exchange (de) and likely to be detected during software installation and modifications prior to use. The investigating is underway.

Manufacturer narrative:
(B)(4). Further review of the complaint information determined an aware date change: from: 05/13/2013 to: 05/07/2013. Justification: the incident summary states that the interface system engineer (apoc) worked with systems engineering (apoc) and aegis vender to troubleshoot problem on 05/072013.